Manufacturer narrative:
Correction: block e1 and block g3 country of event corrected to ireland based on review of the complaint record on (B)(6) 2020. Block d4, h4: the complainant was unable to report the device correct lot number; therefore the manufacture date and expiration date are unknown. Block h6: device code 1149 captures the reportable event of balloon failed to deflate. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon would not deflate after the dilation of the stricture. Attempts were made to deflate the balloon but were unsuccessful. Reportedly, the device was removed together with the scope, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the device correct lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon would not deflate after the dilation of the stricture. Attempts were made to deflate the balloon but were unsuccessful. Reportedly, the device was removed together with the scope, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.